Event description:
The customer reported the display is not functioning. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported the display is not functioning. No pt harm was reported. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.